Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dil cath: ryugen nc 2.5 x 10. Guide wire: bmw universal ii. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. Base on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and mild calcification in the mid circumflex coronary artery. A 2.25 x 18 mm xience prime stent was implanted at the target lesion at 12 atmospheres (atms); however, after post dilatation a dissection was noted at the proximal edge of the stent. A 2.5 x 18 mm xience prime was used to cover the dissection. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.